Manufacturer narrative:
The t:slim x2 basal iq pump user guide states: "you should avoid activities which could expose your system to temperatures below 40ºf (5ºc) or above 99ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to extreme heat. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.